Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information from the field indicates this lead was explanted due to a therapy upgrade. There were no issues. No additional adverse patient effects were reported. No report was required for this device.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a non-product experience. A new device was implanted. No additional adverse patient effects were reported. Additional information from the field indicates this lead was explanted due to a therapy upgrade. There were no issues. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a non-product experience. A new device was implanted. No additional adverse patient effects were reported.